Event description:
At the end of the case when they were waking up the patient, the patient did a little cough. The resident said she actually heard a "popping" sound, and everyone saw the abdomen rise and return to pre-surgery condition. It was obvious the mesh had failed. They opened the abdomen back up and saw that the mesh had torn through along the suture line. Another piece of mesh was used to overlay the defect from the previous mesh.